Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 396mg/dl. The event leading to his admission was vomiting. Troubleshooting was performed. The customer stated that he was treated and released, but the doctor recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.